Event description:
The pt reported that he has experienced low blood glucose levels approximately once per week, however, has not experienced low blood glucose levels in the past two months. The pt reports having blood glucose levels as low as 40mg/dl. The pt will experience symptoms sometimes with the low bg levels. The pt attributes some of the low bg levels to carbohydrate information on labels being incorrect. The pt reported that the pump has been exposed to x-rays.

Manufacturer narrative:
The user guide instruct the pt to disconnect from the pump and not to expose the pump to x-rays. The pump settings were reviewed with the pt and there were no issues with the time/date, basal rates, total daily doses or delivery history. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.